Manufacturer narrative:
(B)(4). The customer returned one 4-lumen cvc for evaluation. The catheter contained signs of use in the form of biological material. The catheter body appeared to be intentionally cut adjacent to the juncture hub the separated portion was not returned for analysis. Visual examination revealed the medial 2 extension line was separated approximately 23mm from the juncture hub. The separated portion of the extension line was not returned. The separated surfaces appeared smooth and uniform, which is damage consistent with the lumen coming into contact with a sharp object (scissors, scalpel, needle, etc.). The total length of the returned catheter body was measured to be 1mm which indicates at least 206mm were separated and not returned per catheter graphic. The length of the separated portion of the medial 2 extension line measured 23mm from the juncture hub, which indicates at least 86mm of the extension line were separated and not returned per catheter graphic. The inner diameter of the medial 2 extension line measured to be 0.057" which is within specifications of 0.055-0.059" per medial 2 extension line extrusion graphic. The outer diameter of the medial 2 extension line measured to be 0.08635" which is within specifications of 0.084-0.088" per medial 2 extension line extrusion graphic. The distal, proximal, and medial 1 lumens were flushed using a lab inventory syringe. No blockages or leaks were detected. A manual tug test confirmed the distal, proximal, and medial 1 extension lines were secure within their luer hubs. A device history record review was performed with no relevant findings identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Catheter should not be forcibly removed, doing so may result in catheter breakage and embolization. Follow institutional policies and procedures for difficult to remove catheter." The customer report of a separated extension line was confirmed by complaint investigation of the returned sample. The medial 2 extension line was separated approximately 23mm from the juncture hub. The part of the extension line containing the luer hub was not returned. The separated surface appeared smooth and uniform, which is damage consistently seen when the lumen comes in contact with a sharp object. The sample passed all relevant dimensional (wall thickness) and functional testing. Based on the condition of the sample received, unintentional user error (contact with sharps) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: nurse attending to cvc dressing and the patient was very restless during all time due to his brain injury. While the nurse was attending the dressing, one of the lumens came off, the lumen was locked at the time. Cvc removed from the patient following morning. The lumen appears sheared. No harm happened to the patient or staff.

Event description:
It was reported that: nurse attending to cvc dressing and the patient was very restless during all time due to his brain injury. While the nurse was attending the dressing, one of the lumens came off, the lumen was locked at the time. Cvc removed from the patient following morning. The lumen appears sheared. No harm happened to the patient or staff.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: nurse attending to cvc dressing and the patient was very restless during all time due to his brain injury. While the nurse was attending the dressing, one of the lumens came off, the lumen was locked at the time. Cvc removed from the patient following morning. The lumen appears sheared. No harm happened to the patient or staff.